Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported event. The cse replaced the solenoid to resolve the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that a ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There was no report of death or serious injury associated with this event.